Event description:
As reported from the medical affairs, the patient had a cypher stent placed in an unknown vessel for an unknown reason on (B)(6) 2010. In (B)(6) 2013, the patient was taken to the hospital for an unscheduled admission after being found in bed where patient had been without any help for three days. After 8 or 9 days in the hospital, the patient had an unspecified event which was explained as "it had to do with her heart and an infection, which resulted in death on (B)(6) 2013. Additional information is unknown and the reporter requested to end the call.

Manufacturer narrative:
There is no sterile lot number information available thus no DHR could be performed. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors that may have contributed to the reported death.